Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migrating clip was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. First mitraclip (lot 31009r2065) placed central a2p2 with immediate reduction of mr to grade1+. However, the clip was mobile due to posterior lateral prolapsing segment. A second clip (lot:30913r1114) was implanted to stabilize the first clip and further reduce mr to trace. After retraction of the steerable guide catheter to the right atrium, it was noted on the fluoroscopy that the second clip had detached from the anterior leaflet (single leaflet device attachment (slda)) due to a leaflet tear. Transesophageal echocardiogram (tee) revealed mr had rose to grade 3. No additional intervention was performed. Patient was reported to be stable. The physician thought the leaflet tear was due to a frail leaflet. No intervention was performed.